Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "after insertion the set, no blood was drawn to the blood collection tube. When the nurse was withdrawing the needle, the blood sprayed out. Where is the leaking coming from (needle, body of the device, tubing, tube holder, etc.) ? The pinhole on the skin. Were there air bubbles associated with the leakage? No. Was there an exposure of blood towards patient and nurse? Yes. If there was exposure to blood, what was the route of exposure (skin contact, eye, etc.) ? Skin contact. Can you confirm that, is there any actual sample available to be returned? The sample is available to be returned. Did the case involved any other injury toward patient or nurse? No. Was the blood infectious? Or any additional information about the blood status? No. Was medical treatment provided to the nurse? What was done? No".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. No specific product issue could be identified from the photo. Evaluation of the sample was limited as the sample was contaminated with blood. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for leakage with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "after insertion the set, no blood was drawn to the blood collection tube. When the nurse was withdrawing the needle, the blood sprayed out. Where is the leaking coming from (needle, body of the device, tubing, tube holder, etc.) ? The pinhole on the skin. Were there air bubbles associated with the leakage? No. Was there an exposure of blood towards patient and nurse? Yes. If there was exposure to blood, what was the route of exposure (skin contact, eye, etc.) ? Skin contact. Can you confirm that, is there any actual sample available to be returned? The sample is available to be returned. Did the case involved any other injury toward patient or nurse? No. Was the blood infectious? Or any additional information about the blood status? No. Was medical treatment provided to the nurse? What was done? No".